Event description:
It was reported that the customer had a battery cap damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that they are unable to remove the battery cap. The customer was advised to monitor insulin pump and a replacement for this battery cap will be sent upr so she can change the cap out. The customer was advised of the time arrival of the product.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.